Event description:
Additional information received revealed that the lead was explanted and not replaced due to changes in the patient¿s condition. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate high voltage therapy due to noise and oversensing of the right ventricular (rv) lead. Revision surgery for the lead was anticipated. The patient's condition was stable and will continue to be monitored.